Event description:
It was reported that, during implant, there were set screw issues with this pacemaker. The physician decided to remove this pacemaker and replace it, prior to pocket closure. No adverse patient effects occurred. This product has not been returned. This report will be updated, should additional information be received.